Event description:
A high drain error 112 (night drain #12) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 19:04:43. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The homechoice unit is a refurbished model, 5c8310r. Additional info: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of a high drain error 112 event was confirmed through event history log review. The assignable cause was determined to be insufficient drain- tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.